Event description:
Provider spoke with (B)(6) in customer service to advise that about 3 inches of the cord for this unit is frayed. Provider advised the frayed area is closer to the top of the cord not the bottom.